Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: unk. According to the reporter: after the device was fired, it was noticed that there were staples in the device. Therefore, tissue was cut and oozing under 200cc occurred. Used another device. Nothing fell into the pt's cavity. Operative time was extended more than 30 mins. No pt info available. No pt injury was reported.